Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The second report of two from the same facility; cross reference with MFR report # 3004608878-2011-00041. In (B)(6) 2011, a mayfield skull clamp was applied with difficulty (unspecified) to an adult pt who was undergoing a craniotomy. Adult mayfield skull pins were used for this procedure. It is unk whether the unit slipped; however, the pt incurred a scalp laceration which required stapling. It was the opinion of the rptr (registered nurse) that the unit was not applied correctly and that may have been the reason for the laceration. Info regarding the size of the laceration was not known. A stereotaxic device was not used during this procedure. The unit will not be returned for an eval.